Event description:
The customer reported to olympus, the evis exera iii xenon light source did not work. There was no power. No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The power switch was working, however, the device could not be turned on due to a defective power supply unit. The base plate and front panel were corroded. The xenon lamp had more than five hundred (500) operating hours. The socket moisture had damage and was dusty. The fiber optic sleeve was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a faulty power supply device was confirmed. Therefore, it was likely that the reported phenomenon ¿power cannot be turned on¿ occurred due to a faulty power supply device. Olympus will continue to monitor field performance for this device.